Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative (rep). It was reported that the pump got infected and they discovered that what the patient had was something that was transmitted from a dog. The patient had recovered. It was unknown if the infection was related to the device. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot (B)(4), ubd: 19-oct-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative from a patient who was receiving an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for an unknown indication for use. It was reported that there was swelling around the pump pocket, and it was very warm to the touch. The patient felt something wet on his shirt/skin which he noticed was a large amount of serosanguinous fluid on his shirt and running down his leg. The patient called his doctor's office and was told to report to the office, and was directly admitted from there. The system was completely explanted and discarded, and would be replaced in the future. There was no troubleshooting performed, and there were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved and the patient status was "alive - no injury" at the time of this report. The patient¿s medical history included chronic pain and failed back surgery syndrome. No further complications were reported.